Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat in-stent restenosis in the left subclavian artery. The 9x20mm armada 35 balloon dilatation catheter (bdc) was inflated to 4-6 atmospheres (atm) when the balloon ruptured. The balloon became stuck with the stent and could not be removed. The balloon was pulled back into the sheath and an attempt was made to remove the system as a whole; however the guide wire could not be removed. A cut down was done to remove the devices, however a hematoma developed. The patient was taken to surgery to remove the hematoma. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional, functional inspections and scanning electron microscopy analysis were performed on the returned device. The reported material rupture and difficulty removing the catheter from the guide wire were confirmed. The reported difficulty removing the device from the implanted stent could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot or relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture and patient effect of hematoma. The difficulty removing the device, difficulty removing the guide wire, and subsequent cut down and hospitalization appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: the patient required prolonged hospitalization due to the hematoma.